Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due "to the surgeon found that they were cracked." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported that upon removal of the device "the surgeon found that they were cracked." This record represents the right side. Device has been explanted.

Event description:
Patient reported that upon removal of the device "the surgeon found that they were cracked." This record represents the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one extended opening and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp edge opening in the side posterior assessed as unidentified (tear) opening.